Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen cracked; cause was not known. Pump was not functional. Customer's blood glucose was within range (value not provided). Customer reverted to an alternate method of insulin therapy.